Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery for the right hip. Patient was revised to address pain, osteolysis, elevated metal ion levels and cup loosening.

Event description:
Litigation alleges that the patient experienced the following on account of his asr right hip implant: pain; fluid; swelling; limited range of motion; grinding; and metal flakes in and around the hip sockets. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Dor date was submitted in error, revision was for left side. The right hip has not yet been revised. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/23/2014 - medical records received. Correct side for revision provided. This complaint was updated on: 05/15/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.